Manufacturer narrative:
One portex® bivona® custom flextend¿ tts¿ tracheostomy tube was returned for evaluation. Visual inspection involved slicing the device to view the internal area of the device; there were trace amounts of secretions inside the talk port tubing and the talk port line was mostly filled with adhesive in that area junction. Functional testing involved feeding a suction catheter through the device without issue. Based on the evidence, it was suspected that during manufacturing, one continuous air line was used and potentially, there was an air bubble at the neck flange junction during assembly that was filled with adhesive. During filling, the line could have been punctured allowing the adhesive into the talk port line in the junction area. The root cause was determined to be an exception in the initial manufacture of the device. (B)(4).

Manufacturer narrative:
Customer has returned the device to the manufacturer for device evaluation. Once the device evaluation is completed, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use with patient (time in use not reported) and the clinician was unable to pass suction catheter through the "talk port" lumen. No adverse effects reported.